Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and intensive care monitoring. As they were concluding with the ion and transitioning to the endobronchial ultrasound in the left upper lobe, the patient experienced a pneumothorax. The physician confirmed the pneumothorax with an x-ray and subsequently placed a chest tube. The patient was then admitted to the intensive care unit (ICU). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no indication that a malfunction of an ion system, instrument, or accessory occurred. The system logs are not available for review.